Event description:
I used fixodent from approx 1996 until 2009 still using. I have been diagnosed with neuropathy and some nerve damage in my legs. I have severe leg and feet pain. I take medicine for it, my neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream; frequency: twice daily; route: oral. Dates of use: 1996 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.